Manufacturer narrative:
An onsite evaluation of the thermogard console was performed by a zoll service technician. During investigation of the device, the customer's complaint of tcmid 08 was not reproduced during functional testing; however, was confirmed during a review of the devices event log. During initial functional testing of the device, a related error message was observed (tcmid 06). Further evaluation found that the root cause of the tcmid 08 and tcmid 06 was due to a defective heating element. The thermogard console is a reusable device and was manufactured on 28 february 2012 and has exceeded its expected service life of 5 years. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
It was reported while the thermogard xp ivtm console (sn: tgxp10486) was in fever mode, the console displayed tcm ID 08 (coolant temp low) seven times in approximately 2 ½ hours. At an unspecified time after the issue occurred, it was reported that the patient's temperature management therapy was discontinued. It is not known what adjunct method (if any) was used to reach normothermia after the issue occurred. No further information was provided nor was there any report of patience consequence.